Event description:
It was reported by customer that they have one incident of the catheter coiling and we were not able to remove it. It had to be cut-down with the assistance of ir. Accucath was being placed using ultrasound guidance. During the insertion process, the guidewire advanced easily, but resistance was felt as the catheter was being advanced and did not advance any further. At this point, needle was retracted to remove the catheter. Unable to remove the catheter despite multiple attempts from rn, vascular rn, intensivist. Further md intervention was required to cut down patients arm to removed the catheter from patient¿s arm. No other information provided, at this time.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of an accucath were returned for evaluation. An initial visual observation of the photographs showed the catheter was buckled in many locations and bunched at the distal end. The guidewire was observed in the catheter and the safety mechanism was observed to be engaged. Use residue was observed on the device. This failure type could be caused by the guidewire catching on the catheter during retraction; however, there were no distinguishing features in the returned photographs of the device which could aid in the identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they have one incident of the catheter coiling and we were not able to remove it. It had to be cut-down with the assistance of ir. Accucath was being placed using ultrasound guidance. During the insertion process, the guidewire advanced easily, but resistance was felt as the catheter was being advanced and did not advance any further. At this point, needle was retracted to remove the catheter. Unable to remove the catheter despite multiple attempts from rn, vascular rn, intensivist. Further md intervention was required to cut down patients arm to removed the catheter from patient¿s arm. No other information provided, at this time.